Event description:
On (B)(6) 2013 patient reported he is going through a lot of batteries with the infusion device. Patient stated he has changed the batteries three times in the past week. Patient reported this has been getting progressively worse throughout the last week. Patient stated on (B)(6) 2013 he received a battery empty error without previously getting a w2 (battery low) warning. Had patient review the error data on the infusion device; found the battery empty warning on (B)(6) 2013 but there was no battery low warning in the device memory prior to the empty warning. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device, battery, and battery cover for evaluation.

Manufacturer narrative:
Conclusion the complaint can be verified. Result main findings: based on the history analysis the pump had a high power consumption. A defective component in the power supply path leads to a leakage current. Therefore a battery change has to be performed frequently. Due to a quick discharge of the battery, the w2 "battery low warning" did not alert the user but the e2 "battery empty error" occurs. Consumables n/a.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.